Event description:
It was reported that sense/pace lead impedance had decreased. Capture threshold had increased to the point of no capture. Sensing had also decreased but was still in normal range. Insulation anomaly was suspected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.